Event description:
The recipient is reportedly experiencing a reduction in battery life. Testing revealed the device is not functioning within specifications. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained with stimulation. The electrode condition prevented some of the electrical tests from being performed. The device failed several of the electrical tests performed. The device passed the mechanical tests performed. The failure of this device is attributed to a short at the analog integrated chip. It is believed that the electrostatic discharge (esd) led to an overload voltage, damaging structures inside the analog integrated circuit. This ultimately caused the device to cease functioning. A corrective action has been implemented. This is the final report.